Event description:
It was reported that this left ventricular (lv) lead was an attempted implant since it was exhibiting high pacing thresholds and it was difficult to position. A new left ventricular (lv) lead was successfully implanted. No additional adverse patient effects were reported.